Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/24/2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.